Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-21. H6: investigation summary bd received a tray pack of samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for hand written "batch suspended" with the incident lot was observed. Additionally, two (2) tray packs of retention samples from bd inventory were evaluated by visual examination and the issue of "batch suspended" was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of hand written "batch suspended" based on returned sample. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "when opening the case for labeling we found one box 367958 (lot no. 1179718 exp 31.12.2022) with marking "batch suspended", other boxes inside the same case are not marked."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, two (2) retention shelf packs from bd inventory were evaluated by visual examination and no issues were observed relating to "batch suspended" marking on package as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of package printing defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "when opening the case for labeling we found one box 367958 (lot no. 1179718 exp 31.12.2022) with marking "batch suspended", other boxes inside the same case are not marked."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, two (2) retention shelf packs from bd inventory were evaluated by visual examination and no issues were observed relating to "batch suspended" marking on package as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of package printing defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "when opening the case for labeling we found one box 367958 (lot no. 1179718 exp 31.12.2022) with marking "batch suspended", other boxes inside the same case are not marked."